Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on november 30, 2021.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 5, 2022.

Manufacturer narrative:
This report is submitted on april 06, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device after sustaining impact to the cochlear implant side of the head. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device.